Event description:
It was reported that during a balloon kyphoplasty, two ibts (inflatable bone tamps) were inflated, then one of the ibts was deflated and removed. "The bone cement was then inserted through the cds (cement delivery system) on the contralateral side while keeping the remaining ibt inflated to maintain reduction. After inserting about 1-2 ccs of bone cement, the ibt that was still inflated ruptured. Contrast from within the ibt was spread in the patient, but no complications with the patient arose due to this rupture. The surgeon continued filling the cavity made by the ibts, and the fill and the case overall were successful." It was also reported that there were no fragments showing on fluoro in the patient after the balloon ruptured and no allergic reaction was observed in the patient.

Manufacturer narrative:
(B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.